Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter began testing in settings mode around (B)(6) 2017, when she reported she was ¿unable to test¿. The patient manages her diabetes with insulin (no adjustments) and administers 37 units of insulin twice per day. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that for 2 weeks she had symptoms of ¿shakiness, slurred speech and blurry vision¿. She denied receiving any additional treatment for her symptoms. During troubleshooting, the cca noted that the patient was using the subject meter for the first time. The cca educated the patient on the correct testing procedure and walked her through a retest. The patient successfully obtained a result of 259 mg/dl. The patient¿s products are being returned for investigation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.